Event description:
It was reported that, when the "4.5mm full radius blade (platinum series)" was taken out of the box, a piece of flake fell out from the product. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed an unidentified, unintended material on the inner blade. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the blade assembly process summary confirmed the inner and outer blade are visually inspected for foreign material or discoloration. The complaint was confirmed and the root cause was associated with a component failure. Although every effort is made to control particulate in the controlled clean room, it is not possible to completely eliminate foreign matter in the area due to the human element.